Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Line placed on (B)(6) 2025 and started leaking during use on (B)(6) 2026. They have holes and/or broke where the purple met the catheter and shred.